Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with polyetheretherketone (peek) patient-specific implants (psi) as a bifrontal cranioplasty on an unknown date. After approximately one month, implants had to be removed due to infection. The hardware removal was successfully completed. Revision surgery will be scheduled to insert a new flap once patient heals from infection. Patient outcome was satisfactory. This is report 6 of 9 for (B)(4).